Event description:
In regards to hyqvia (unable to select med), pt reported leakage and irritation with 2 sites. Pt reported infusion previously was 90 mins and now over 2 hours unk if dr aware, no more info. Per rph notes with "manuf rates," infusion should be 2 hr 28 minutes but md put max rate of 250 ml/hr can be used. Time of the infusion drops down to 2 hr 25 minutes with that. Advised to have md call us and give the rates, we can reprogram over the phone. No other info. Indication: rheumatoid arthritis, migraine, nonfamilial hypogammaglobulinemia. Reported to(B)(6) by pt/caregiver.